Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) instrument did not work, and there was bleeding from iliac vein, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform analysis. The vse was analyzed and the reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. The energy was delivered without any issues and passed the cut test. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.003¿. The grip force test was performed and passed at 7.74 lbs in the straight orientation. No errors occurred during in-house testing. A review of logs showed no failures. The complaint regarding vse instrument did not work was not confirmed by failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting working issue, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the vessel sealer extend instrument did not work. The procedure was completed with a back-up instrument of the same type, with no patient injury and no delays. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury, and no bleeding.